Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of death ('death') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. Death occurred on an unknown date. The reporter considered death to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media report: death. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. This case with very limited information was received via lawyer and refers to a social media post. It was reported that an unidentified female patient who supposedly had essure inserted died after an unspecified period of use ("another death?"). Details regarding the patient, essure insertion and event onset dates, as well as cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications, and past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of death ('death') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. Death occurred on an unknown date. The reporter considered death to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media report: death. Quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post. It was reported that an unidentified female patient who supposedly had essure inserted died after an unspecified period of use ("another death?"). Details regarding the patient, essure insertion and event onset dates, as well as cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications, and past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.